Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high threshold measurement was observed on lead trends. It was also noted that the lead has exhibited chronic high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.